Event description:
Potential manufacturing error. It was reported that, "the or staff noticed the implant had no locking bar." Additional information indicates that there were back-up inserts available.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 3 event associated with this event type (potential manufacturing defect) and product code jwh.